Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was completely separated from the luer fitting joint of the catheter handle.

Event description:
Reportable based on analysis completed on 01 june 2022. It was reported that during a pulmonary vein isolation procedure using an an intellanav mifi open-irrigated catheter they encountered noise and were unable to track the catheter in the magnetic location system. They replaced the catheter and were able to complete the procedure with no patient complications. The catheter was received for analysis where it was discovered that the irrigation tubing was detached.